Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Renal failure/ cardiac failure: the cause of the injury was not determined due to insufficient clinical details. Hemolysis: complaint device not returned for evaluation. Data log reviewed, no suction, no mc spike observed, no position issue or placement signal trend observed. The cause of hemolysis issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: use of echocardiography for positioning of the impella catheter, ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it¿. Impella catheter too far into the left ventricle, ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine¿. Section: hemolysis, ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions, including catheter position, pre-existing medical conditions, and small left ventricular volumes, may also play a role in patient susceptibility to hemolysis.¿ section: suction, suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure¿.

Event description:
It was reported in the long-term outcome and quality indicator (loqi) that a patient was implanted with an impella cp for support during a high-risk cardiac procedure. The patient had chronic kidney disease with worsening renal function requiring continuous veno-venous hemodialysis (hd), after placement of the impella cp. Normal filling pressures and cardiac output making the acute kidney injury unlikely due to heart failure/cardiogenic shock. No plasma free hemoglobin drawn, so unclear if this was secondary to hemolysis. Dialysis catheter removed on (B)(6) 2025 with gradual improvement, followed by re-decline of renal function. Ongoing concerns for minimal urine output, resulting in tunneled hd catheter placed on (B)(6) 2025 in the right internal jugular vein. The subject was discharged with tunneled hd catheter and ongoing outpatient dialysis.